Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer reported there were large sections of full disclosure that are blank on this cns device. Alarm events states "replace ECG electrodes". The issue occurred on (B)(6) 2019 around 1530-1600. It was unknown if it was related to signal loss (saw tooth) or blank full disclosure. Customer provided device logs but did not respond to further inquiries. Investigation conclusion: due to additional information could not be obtained from customer, the nature of the reported issue could not be verified. The root cause of the incident could not be determined. History shows the issue has not re-occurred. No CAPA is warranted. H10 additional manufacturer narrative.

Event description:
The biomedical engineer reported that the central nurse's station (cns) has large sections of full disclosure that are blank. They do not think the alarm events show anything indicating there was an issue with electrodes. However, he did read off to me alarm events "replace ECG electrodes." They are stating that there are 3 beds having this issue. This cns is monitoring multiple telemetry devices. Collecting logs to be reviewed. No patient harm reported.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) has large sections of full disclosure that are blank. They do not think the alarm events show anything indicating there was an issue with electrodes. However, he did read off to me alarm events "replace ECG electrodes." They are stating that there are 3 beds having this issue. This cns is monitoring multiple telemetry devices. Collecting logs to be reviewed. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The device model and serial numbers for the concomitant medical devices were requested but the information was not provided by the customer. Org multiple patient receiver model unknown. Telemetry model unknown.

Event description:
The biomedical engineer reported that the central nurse's station (cns) has large sections of full disclosure that are blank. They do not think the alarm events show anything indicating there was an issue with electrodes. However, he did read off to me alarm events "replace ECG electrodes." They are stating that there are 3 beds having this issue. This cns is monitoring multiple telemetry devices. Collecting logs to be reviewed. No patient harm reported.